Manufacturer narrative:
Device received with cracked/detached end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error, e70 alarms due to cracked/detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a motor position encoder error and a motor error. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer was unable to complete insulin pump rewind. The customer also reported that the drive support cap appears normal. The customer also reported that the insulin pump was not been exposed to high magnetic field. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.